Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified, respectively. Manufacturing review: based on the available information there is no indication that the product failed to meet its specification prior to shipment. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: no physical sample and no images were returned. Therefore, the reported failure could not be reproduced and the investigation will be closed with inconclusive result. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential factors for the reported failure to deploy. The IFU states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment". Regarding difficult anatomy the IFU states: "prior to stent graft deployment in tortuous anatomy, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy". Additionally, the intended placement site for the fluency plus vascular stent graft is in the iliac and femoral arteries. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during deployment of an endovascular stent graft at the brachial vein, the outer sheath allegedly fractured and the stent graft would not deploy. It was further reported that the stent graft delivery system was removed and exchanged for another and the procedure was completed. There was no reported patient injury.